Event description:
It was reported that the disposable perforator plunged into cerebral cortex during cranial surgery and may have bruised the cortex. The surgeon could not be sure if the plunging was caused by the presence of bone fragments or due to a defective perforator.